Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system was implanted for the endovascular treatment of a thoracic aortic aneurysm. Vessel morphology was not a factor. It was reported that during flushing of the device the physician felt significant resistance. The flushing of the wire lumen was normal. However the flushing of the side port was very difficult. The physician was able to get fluid through the graft cover with difficulties. The stent graft was successfully implanted in the patient. No clinical sequelae were reported and the patient is fine.